Event description:
It was reported that this right ventricular lead was an attempted implant due to an unknown product performance anomaly. This lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Tissue was noted in a deformed helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular lead was an attempted implant due to an unknown product performance anomaly. This lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.